Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A followup report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in b% as a ventilator was returned to the manufacturer for service. There was no harm or injury reported. B5 should have read: the manufacturer received an allegation that a ventilator was alarming that it needed repaired and the patient became nervous, increased breathing and the blood oxygen saturation decreased to 72%. There was no mention of medical intervention received. E1, e4, and g2 were incorrectly completed on the previous report. They are corrected on this report.